Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report. (B) (4). The pump is available and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Event description:
The customer reported to the service depot at baxter on (B) (6) 2010 that a colleague infusion pump with an intermittent stop key on the pumphead module keypad. The event was reported to have occurred during biomed servicing on an unknown date. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. There was no further information available.